Event description:
It was reported that this brady lead was not successfully implanted due to unknown reason. A new lead with different model was implanted. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).